Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer stated that they tried other batteries but pump wont turn on. Customer stated that contacts on the battery cap were neither damaged nor missing. Customer stated that insulin pump was recently exposed to moisture. Customer stated battery compartment was neither damaged nor corroded. Customer stated that insert battery alarm did not display on the pump screen. Display did not returned after insulin pump restarted. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.